Event description:
It was reported that during a training of the da vinci system, the clinical sales representative (csr) reported the instrument carriage was loose on the rail. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse inspected the carriage and found it to be not completely on the rail. The fse manually clicked the carriage back onto the rail and completed bubble verification, quad calibration, and sine cycle with all tests passing. The fse replaced the usm as a precaution. Isi received the da vinci product to perform failure analysis. The reported loose carriage assembly issue was confirmed. The carriage assembly was fully intact/seated on the insertion rail when it was received. It had play/looseness from the linear rail bearing. The fse mentioned that the "carriage clicked back onto rail" which illustrated the carriage assembly was being fully seated on the insertion rail. Loose ball bearings were found sticking on the side of the rail as well as metal shavings on the ball screw assembly. The insertion rail linear bearing failed the linear bearing measurement. The complaint regarding the loose carriage was confirmed based on failure analysis.